Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer's healthcare provider had adjusted the timed pump basal setting, the customer inadvertently changed a timed setting. Reportedly, the customer requested a written copy of the timed settings from the healthcare provider. Blood glucose was 120-130s mg/dl.